Event description:
On 08/09/1999, the surgeon informed the manufacturer's (MFR.) Sales rep of the following: the surgeon attempted to place the device. While threading the catheter down the introducer sheath, he met resistance, he pulled back and continued to thread. While separating the introducer, the thumb grips of the peel-away sheath detached, requiring that he grab the remaining sheath with hemostats. Once the sheath was removed, fluoroscopy was shot and the surgeon observed the catheter to be across the body rather than into the heart. He attempted to detach the catheter from the device body, but could not. He went to pull; the catheter snapped and as a result, he removed the entire system and placed a competitor's device. The device in question is not available to be returned to the MFR. For analysis. No further details were provided.